Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the implant was deployed and not connected to the core wire as received. Blood was on the device and implant as received. The hub, shaft, tip, core wire, and implant were examined. Multiple kinks were visible along the shaft of the wds. The tip was damaged with evidence of anchor damage on the tricuts. The shaft was flattened between 0-15 mm from the tip. The implant was found to be consistent with the reported information and had anchor damage. The implant frame was damaged (deformed). The implant threads were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a recapture difficulties and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was noted to have a broccoli morphology. A 16fr sheath was placed in the right groin and a watchman ® access system was advanced to the laa. The 33 mm watchman ® laa closure device & delivery system was introduced and deployed in the laa. However, deployment was proximal to the ostium. A device shoulder extended past the tip of the long coumadin ridge. A full recapture was decided upon. During the recapture, the shoulders collapsed, but the entire device could not be captured. The anchors and feet remained outside of the sheaths and the feet were caught in the trabeculations of the appendage. Additional pressure to recapture caused bowing of the sheath, but slide over the distal device. The physician manipulated the delivery system and the device came free of the appendage. He tried again to fully recapture unsuccessfully. The cardiac surgeon was noted to be unavailable. Additional attempts to complete a full recapture were unsuccessful. The physician decided to pull the device across the septum into the right atrium. The device body got stuck in the septum with the distal portion of the device remaining on the left side and the device separated from the core wire with an audible ¿pop.¿ on the echo screen it was visible that the device was on both sides of the septum. The physician used a gooseneck snare to remove the device from the septum into the inferior vena cava (ivc) by grabbing the core wire. The device became lodged in the ivc and attempts to retrieve the feet with the same gooseneck snare were made. The 16fr sheath in the right groin was changed to 28cm 18fr sheath. A cardiothoracic surgeon arrived to assess the situation. The implanting physician changed to a needle eye snare and the device migrated into the right atrium. The patient had ventricular ectopy when the device touched the tricuspid valve. Another physician was called for assistance. Ventricular ectopy became more frequent with the patient's systolic blood pressure dropping (bp) to the 50¿s. When the patient exhibited sinus rhythm the systolic bp was 120¿s. A variety of bronchoscopy forceps, endoscopy biopsy tools were opened to the table. The implanting physician got needle access and a wire in left groin vein while another physician began using a snare from the right groin. The device was freed from the tricuspid valve and retracted to the ivc. The device was retracted into the sheath and it was removed from the body. The patient¿s condition was assessed and determined to be stable. Vital signs were stable, there was no pericardial effusion. The appendage was reassessed and a new 30 mm watchman ® laa closure device was deployed successfully using the initial transseptal puncture site to cross into the left atrium the second time. There were no further patient complications and patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2017-04052. It was reported that a recapture difficulties and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was noted to have a broccoli morphology. A 16fr sheath was placed in the right groin and a watchman ® access system was advanced to the laa. The 33mm watchman ® laa closure device & delivery system was introduced and deployed in the laa. However, deployment was proximal to the ostium. A device shoulder extended past the tip of the long coumadin ridge. A full recapture was decided upon. During the recapture, the shoulders collapsed, but the entire device could not be captured. The anchors and feet remained outside of the sheaths and the feet were caught in the trabeculations of the appendage. Additional pressure to recapture caused bowing of the sheath, but slide over the distal device. The physician manipulated the delivery system and the device came free of the appendage. He tried again to fully recapture unsuccessfully. The cardiac surgeon was noted to be unavailable. Additional attempts to complete a full recapture were unsuccessful. The physician decided to pull the device across the septum into the right atrium. The device body got stuck in the septum with the distal portion of the device remaining on the left side and the device separated from the core wire with an audible ¿pop.¿ on the echo screen it was visible that the device was on both sides of the septum. The physician used a gooseneck snare to remove the device from the septum into the inferior vena cava (ivc) by grabbing the core wire. The device became lodged in the ivc and attempts to retrieve the feet with the same gooseneck snare were made. The 16fr sheath in the right groin was changed to 28cm 18fr sheath. Acardiothoracic surgeon arrived to assess the situation. The implanting physician changed to a needle eye snare and the device migrated into the right atrium. The patient had ventricular ectopy when the device touched the tricuspid valve. Another physician was called for assistance. Ventricular ectopy became more frequent with the patient's systolic blood pressure dropping (bp) to the 50¿s. When the patient exhibited sinus rhythm the systolic bp was 120¿s. A variety of bronchoscopy forceps, endoscopy biopsy tools were opened to the table. The implanting physician got needle access and a wire in left groin vein while another physician began using a snare from the right groin. The device was freed from the tricuspid valve and retracted to the ivc. The device was retracted into the sheath and it was removed from the body. The patient¿s condition was assessed and determined to be stable. Vital signs were stable, there was no pericardial effusion. The appendage was reassessed and a new 30mm watchman ® laa closure device was deployed successfully using the initial transseptal puncture site to cross into the left atrium the second time. There were no further patient complications and patient is doing well.